Event description:
A malfunction was reported with the customer's insulin pump, involving a repeated error. There was no reported adverse impact on the customer's blood glucose level as a result of this issue. Tandem technical support decided to replace the malfunctioning pump. The customer was advised and acknowledged that a new pump with updated software would be sent. Instructions were provided for returning the faulty pump, including placing it in storage mode and using a prepaid label for shipment back to tandem within ten days. The customer was also informed about programming their settings and connecting their continuous glucose monitor to the new pump.